Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The serial number is unknown; hence the date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s grandson reported customer¿s adc blood glucose meter produced a reading that was higher when compared to a healthcare provider¿s meter. It was further reported that on (B)(6) 2018 customer lost consciousness. A capillary test done with the adc meter gave a reading of 180 mg/dl. Customer was transported to a hospital, where a reading of 30 mg/dl was received on a hospital device. Caller noted the customer received two injections, which he believed was glucagon. It is unknown how much time may have elapsed between the two readings. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The serial number is unknown; hence the date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s grandson reported customer¿s adc blood glucose meter produced a reading that was higher when compared to a healthcare provider¿s meter. It was further reported that on (B)(6) 2018 customer lost consciousness. A capillary test done with the adc meter gave a reading of 180 mg/dl. Customer was transported to a hospital, where a reading of 30 mg/dl was received on a hospital device. Caller noted the customer received two injections, which he believed was glucagon. It is unknown how much time may have elapsed between the two readings. No additional treatment was reported. There was no report of death or permanent injury associated with this event.